Manufacturer narrative:
On 20-oct-2020, mentor received additional information regarding the patient's symptoms. The patient states that she is experiencing bilateral capsular contracture, and the grade for her right breast is IV. The baker grade for her left breast is unknown at this time. It was found that incorrect dates were entered on the initial report for b.4. Date of this report, g.4. Date received by manufacturer, and report submission due date. The date for b.4. Date of this report and g.4. Date received by manufacturer is 19-aug-2020, and report submission due date is 18-sep-2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal without replacement on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: generalized illness, capsular contracture the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade IV capsular contracture and suffered unspecified medical issues. The patient stated that she has been experiencing medical issues for the last 9 years and had a consultation with a healthcare professional. But, the details of the medical issues were not provided. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient reported that her capsular contracture grade was v. However, since the highest baker grade is IV, her capsular contracture is reported as grade IV at this time. In addition, it is currently not known if the patient had unilateral or bilateral capsular contracture. At this time, the capsular contracutre is reported bilaterally. The date of problem observed was estimated as (B)(6) 2011 based on available information. At the time of this report, mentor has received no information regarding an expected explantation date. However, the patient is planning to undergo bilateral removal without replacement. Follow-up is still in progress. If additional information becomes available, a supplemental report will be submitted. This report is for the left-sided prosthesis.